Event description:
A pump alarm was reported, identified as alarm 20, during an insulin pumping session. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in properly loading a new cartridge, allowing them to successfully resume insulin therapy.